Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "any creases". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events deflation was received on jan 22, 2025 with lot number 3409984. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation and "any creases". The device has been explanted and replaced.